Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched. Upon visual inspection, it was noted that the lead had been stretched. Upon visual inspection, it was noted that the inner insulation of the lead was kinked/buckled. Upon inspection, it was noted that the helix/lobe of the lead was distorted. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the screw opperation was not appropriate and the screw would not fully extend. The lead was not implanted. No patient complications have been reported as a result of this event.